Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 99% stenosed, 30mmx2.75mm, eccentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and severely calcified right coronary artery. After pre-dilation, a 32mm x 2.75mm promus premier select drug-eluting stent was advanced for treatment. However, significant resistance was encountered while advancing the device and it failed to cross the lesion and the stent broke. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: p select ous mr 32 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found broken into two pieces, the hypotube break was at 24.5 cm from the distal end of the strain relief. Multiple kinks were also noted along several locations of the two broken pieces of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. (E1) initial reporter address 1: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 99% stenosed, 30mmx2.75mm, eccentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and severely calcified right coronary artery. After pre-dilation, a 32mm x 2.75mm promus premier select drug-eluting stent was advanced for treatment. However, significant resistance was encountered while advancing the device and it failed to cross the lesion and the stent broke. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.